Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a power error detected alarm. Customer blood glucose level was 101 mg/dl. Customer stated that the power error detected alarm was reoccurred. The product will return for the analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement, active current measurement and self test. All currents within specific range. Device was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. However, confirmed power error due to j6 connector resistance issue.